Event description:
The ambulance crew arrived to a call and the emergency medical technician-paramedic (emt-p) applied the lucas CPR 2 device to the patient and the device failed to start compressions. The device was removed from the patient and cardiopulmonary resuscitation of the patient proceeded. The failure of the lucas did not contribute to any adverse effects for the patient. The lucas was pulled from service and sent to the biomedical engineering department for inspection. Biomedical engineering reported that they were unable to confirm the reported problem. The lucas device powered on and ran fine, but when the unit performed its initial homing sequence, the noise generated was louder and motion was rougher than usual. The technician noted a broken shoulder mount in the leg assembly. Physio control service was contacted and notified of the issue and the unit was repaired and returned to service.